Event description:
After pulling guide wire out the physician fluoroed to make placement verification. It was then noticed the wire was in the pt, but that the assistant was holding the wire. The inner core had come out of the outer core, while the outer core remained inside the pt. They then had the radiologist watch as the catheter was pulled out of the pt; the wire did come out of the pt with the catheter. No further testing was performed that day.